Manufacturer narrative:
As noted, the site has been using sterile spheres multiple times. The re-use of spheres may have contributed to the sphere coming off the post un-noticed. Device discarded by site.

Event description:
During procedure, site (el camino surgery center) indicated that they were missing a sphere. Initially unsure if the sphere was left in patient, dropped on floor or disposed of. The procedure was completed and no delay was reported. There was no impact on patient outcome. Site eventually reported that the sphere was found outside of the surgery. Site also confirmed that the spheres which are single-use were re-used multiple times previously.